Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that there was an issue with tower door 3 not working. The problem was troubleshot, and the wire harness was adjusted without success. Testing in hardware test application revealed that doors 3, 4, 7, and 8 were failing. A field service engineer (fse) adjusted all harnesses and latches again, which resolved the issues for all doors except 3 and 4. The fse then replaced the tower latches, after which the doors began functioning correctly. The customer was able to recover the failed storage units. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower had tower door failure. The customer reported that there was a delay to the patient's workflow and the malfunction occurred when the user was trying to issue the medication to the patient. There were no adverse events or injuries reported based on this incident.